Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, serial/lot #:(B)(4), UDI#: (B)(4) h3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned monitor was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the main cart monitor would not stay powered on. Site will boot system and monitor will look normal, however after an unknown amount of time powered on, the power will power off on its own. The issue occurred during setup. The connections were reported to look like the ground was not attached. The representative plugged the system in and left for 2 days, came back booted the system back up and left for an hour and the monitor shut down. The representative called to report that screen is still all black. They used the soft keys to turn on the key lock and verify the display was on hdmi. The screen stated no video detected. The representative plugged into a different main cart monitor and it worked.